Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The infusion set came off when patient was in bathtub. No further information available.